Event description:
It was reported that the patient went to the hospital for hypoglycemia while using the aviva blood glucose monitor. At 12:00 p.m., the blood glucose result was 292 mg/dl. The patient took 10 units of apidra solostar insulin and 40 carbs. The insulin amount was based on the device result and the amount of carbs. At 5:45 p.m., the blood glucose result was 489 mg/dl. The patient took 20 units of apidra insulin and 20 carbs. The insulin amount was based on the device result and the amount of carbs. Around 7:30 p.m., the patient started having chest pains, was belching, and felt lightheaded. The paramedics were called and they arrived between "8:00 p.m. To 8:30 p.m." The blood glucose result taken by the paramedics was not provided, but it was low. The patient was treated with 2 packets of gel. The patient was transported to the hospital and the blood glucose result was in the "40's mg/dl" on the hospital meter between "9:00 p.m. To 9:30 p.m.". The patient thinks he was treated with something in an IV and also had some orange juice. The patient was released around 3:00 a.m.